Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted after 39 months. An expression of dissatisfaction was made with regard to device longevity because the device was programmed with very low outputs. Another guidant crt-d was subsequently implanted.